Event description:
It was reported to philips that the allura device would not x-ray. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system can¿t perform x-ray and live monitor is off. After reviewing the log file fse confirmed that as there was no communication with the image store hard disks, so the image storing hard disk was defective. The fse replaced two image store hard disk. After replacement of the image store hard disk, the system has been returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method codes were corrected.